Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 200 mg/dl; the patient also mentioned having a blood glucose of 400 mg/dl, which he treated with a manual insulin injection. Troubleshooting was initiated for the no delivery alarm. A fixed prime was performed and insulin exited the tubing. The cannula was inspected and it was not bent. The customer was advised that his site may have been occluded. No products were returned or replaced.